Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the device explant was not determined. Actions/interventions that were taken to resolve the device explant included programming, and the issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# n0023606 explanted: (B)(6) 2025 product type lead product ID 377760 lot# n0028220 implanted: (B)(6) 2005 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# n0023606 explanted: (B)(6) 2025 product type lead product ID 377760 lot# n0028220 implanted: (B)(6) 2005 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The patient's health records were provided. It was reported the replacement surgery was caused by a mechanical failure of the spinal cord stimulator (lead damage and ipg nonfunctional).

Event description:
It was reported the device was explanted on (B)(6) 2025. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.